Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: the reported device was not returned to the designated complaint unit for independent evaluation. However, an image evaluation was performed and found that the device's catch was dislodged and the upper jaw was broken. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since findings cannot lead to a clear cause of the reported event. Factors that could have contributed to the reported event include: (1) excessive force (2) tissue thickness (3) damage or debris on the device tip between passes. Based on this investigation, the need for corrective action is not indicated.

Event description:
It was reported that, during a meniscal root repair, the capture of firstpass was dislodged while in the knee and it came out with the passer. Surgery was completed with a back-up device instead. There was no surgical delay, and no further complications were reported.

Manufacturer narrative:
Internal complaint reference (B)(4).